Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor (gold).pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 346 mg/dl. The customer will treat for high blood glucose with needles tonight. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not reported a motor position encoder error alarm. The customer was able to rewind pump. The customer received 4 motor error in 20 minutes period. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.